Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. Implant date: not applicable, as lens was not implanted. Explant date: not applicable, as lens was not explanted. Initial reporter email address: unknown/not provided. Initial reporter telephone number: (B)(6). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the surgeon opened the intraocular lens (iol) box, they found the iol had no sterile packaging (pouches) inside. No patient involvement. No further info available.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer? Yes. Date returned to manufacturer: june 21, 2021. Section h3: device evaluated by manufacturer? Yes. Device evaluation: sterility assurance issues cannot be confirmed, because no pouches were received with the product return. Visual inspection under magnification revealed, viscoelastic residue on the optic body and haptics. Which is consistent with a lens that was handled during implanting. The lens was cleaned, a scratch was observed, on the optic body, but this may be attributed to handling and cannot be confirmed, to be related to manufacturing. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing record evaluation: based on the manufacturing records review and historical complaint review, there is no indication, of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. A search revealed, that no other complaints have been received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.